Manufacturer narrative:
S9 vpap st-a user guide provides the following indications for use: - ¿the vpap st-a is indicated to provide non-invasive ventilation for patients weighing more than 30 lbs (13kg) or more than 66 lbs (30kg) in ivaps mode with respiratory insufficiency or obstructive sleep apnea (osa). The vpap st-a is intended for home and hospital use.¿ the s9 vpap st-a user guide provides the following warnings: - ¿if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, discontinue use and contact your resmed service center; do not operate the h5i if it is not working properly or if any part of the bilevel device or h5i has been dropped or damaged; blocking the air tubing and/or air inlet of the device while in operation could lead to overheating of the device.¿ resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a hospitalized patient experienced choking, severe respiratory distress, cyanosis and was unable to breathe due to the s9 vpap st-a device had allegedly spontaneously shut itself off, the patient could not remove the mask and had to call for help to remove the mask. The hospital staff stated that the device power was off when they found the patient. It was reported that after the incident, the device was turned on, was initially functioning well, then the device reportedly shut off and displayed message ¿cooling or cooling down¿. The patient reportedly began to struggle to breathe, was placed on oxygen and recovered back to mild-moderate respiratory distress with her oxygen saturation improving to 85%. The make/model of the mask used by the patient is not known.

Manufacturer narrative:
The s9 vpap st-a device was returned to resmed for an investigation. Performance testing could not reproduce or confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. S9 vpap st-a user guide provides the following indications for use: - ¿the vpap st-a is indicated to provide non-invasive ventilation for patients weighing more than 30 lbs (13kg) or more than 66 lbs (30kg) in ivaps mode with respiratory insufficiency or obstructive sleep apnea (osa). The vpap st-a is intended for home and hospital use.¿ the s9 vpap st-a user guide provides the following warnings: - ¿if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, discontinue use and contact your resmed service center; do not operate the h5i if it is not working properly or if any part of the bilevel device or h5i has been dropped or damaged; blocking the air tubing and/or air inlet of the device while in operation could lead to overheating of the device.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a hospitalized patient experienced choking, severe respiratory distress, cyanosis and was unable to breathe due to the s9 vpap st-a device had allegedly spontaneously shut itself off, the patient could not remove the mask and had to call for help to remove the mask. The hospital staff stated that the device power was off when they found the patient. It was reported that after the incident, the device was turned on, was initially functioning well, then the device reportedly shut off and displayed message ¿cooling or cooling down¿. The patient reportedly began to struggle to breathe, was placed on oxygen and recovered back to mild-moderate respiratory distress with her oxygen saturation improving to 85%. The make/model of the mask used by the patient is not known.